Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and other manufacturer right ventricular (rv) lead had intermittent spikes in pacing impedance greater than 2500 ohms that had been occurring over the past five months. The patient had been brought in and all sensing and thresholds were stable, and isometrics were performed with no noise. The system remains in-service, and the plan was to discuss further with the physician. No additional adverse patient effects were reported.